Event description:
It was reported that the user experienced hyperglycemia with meter and cgm both reading ¿high¿ after insulin delivery had been paused for approximately 3.5 hours during physical work, per prior coaching, and the user planned to administer subcutaneous insulin by pen before reconnecting to the pump. Symptoms included high blood glucose. Outcomes included the need for corrective insulin dosing and follow-up by the clinician. Investigation included review of available system data. Investigation of this case revealed that insulin delivery had been intentionally paused by the user, leading to hyperglycemia. It was concluded that the event was related to user-controlled interruption of insulin delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.